Event description:
It was reported that the blood glucose readings had been elevated and that there was a recurring no delivery alarm. The issue was not resolved by trying different infusion sets. The insulin was not denatured or expired. The blood glucose reading was not provided. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.